Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Customer stated that the insulin pump was not making sound. The insulin pump will not be returned for analysis.